Event description:
It was reported to philips that the device heated up and smoke started to come out of it. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure got delayed and completed by using another system. The philips field service engineer (fse) inspected the system onsite, and revealed damage to the stand trolley cable, with smoke emanating from either the transformer or the fan and blown f3 fuses. During troubleshooting, the fse replaced the switchboard and f3 fuse, noting that the voltage levels were outside the specified range. The fse identified a fault in the internal cable of the fan, which emitted a burnt odor, leading to the electrical malfunction. The fse replaced the mcu and transformer, resolving the issue by disconnecting the fan and substituting it in a different case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.